Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent to treat a severely tortuous and severely calcified lesion located in the distal circumflex artery, exhibiting 85% stenosis. There were no abnormalities reported in relationto anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device could not reach the lesion, and was not expanded. It was reported that there was a difficulty removing device prior to stent deployment. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th, 11th and 12th distal stent wraps with struts raised, stretched and bunched. Deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported removal difficulty was not due to resistance retracting the device over the guidewire. The guidewire was not damaged when it was removed from the patient. The endeavor resolute was removed without special equipment. It was reported that the stent was deformed. If information is provided in the future, a supplemental report will be issued.